Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a leakage occurred at the filter on the infusion tubing when it was in use. There was patient involvement, but no injury.